Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 10 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the camera head failed due to aging and the image was no longer displayed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was displaying a dark image. The reported problem was found during reprocessing. No patient involvement or injury was reported. No additional information has been obtained.